Event description:
Sorin group (B)(4) received a report that the pump continuously re-started. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The evaluation is complete. No errors could be found. The device was within all tolerance levels. The reported problem could not be reproduced. No further action is deemed necessary.